Manufacturer narrative:
There is more information on the device evaluation for the issue of intermittent image; the light goes on and off. The light flickers. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The device has been returned and a device evaluation completed for it. The user¿s complaint was not confirmed. The device was burn in for more than three hours. The device was tested along with test light source and multiple scopes. Image was normal and stable. Brightness was normal in both auto and manual modes. Video connector tested ok. All video output signals tested ok. Unit is equipped with the new version main switch and 4.10 software. No problem found. Probable cause of the issue at the time of the event is a random failure such as: ¿ communication failure due to dirt and water droplets on the scope connector contacts. ¿ video signal transmission failure due to patient board failure. ¿ defective dimming due to broken light source cable.

Manufacturer narrative:
There is no additional information for the event available as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. The device was burn in for more than three hours. The device was tested along with test light source and multiple scopes. Image was normal and stable. Brightness was normal in both auto and manual modes. Video connector tested ok. All video output signals tested ok. Unit is equipped with the new version main switch and 4.10 software. No problem found.

Event description:
As reported for this event, during an unknown diagnostic procedure, the device yielded an intermittent image and the light went on and off as well. There was no reported adverse impact to the patient.